Event description:
It was reported a perforation occurred. On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan confirmed no significant tilt. The filter tines extend beyond the wall of inferior vena cava (ivc). It was further reported that the patient underwent placement of a greenfield vena cava filter on (B)(6) 2007.

Event description:
It was reported a perforation occurred. On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan confirmed no significant tilt. The filter tines extend beyond the wall of inferior vena cava (ivc).